Event description:
During this pt's first dialysis treatment, the pt experienced shortness of breath, anxiety and exhibited a dusky color. The pt was treated with oxygen. The dialysis treatment was temporarily discontinued and the dialyzer and blood circuit were discarded. The reported blood loss due to changing out of the circuit was estimated at approx 250 cc. Dialysis treatment was restarted with another type dialyzer with no further complications.